Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("almost immediately after being implanted with essure she experience sharp shooting pains in her pelvis"), menometrorrhagia ("menometrorrhagia") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods would last approximately five days without much cramping or excess blood flow. In (B)(6) 2014, 9 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual periods with painful cramping"), abdominal pain ("abdominal pain"), rash ("rashes"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with surgery (on (B)(6) 2016, total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, genital haemorrhage and dysmenorrhoea outcome was unknown and the abdominal pain, dyspareunia, rash, alopecia and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, pelvic pain and rash to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the essure device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2015: transabdominal pelvic ultrasound to evaluate her symptoms: no result provided quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced bleeding (seen as genital bleeding), sharp shooting pains in her pelvis, and menometrorrhagia. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur with consumers under essure use. Thus based on a positive temporal relationship and lack of alternative explanation, the causality for these three reported events was assessed as related. This case was regarded as incident since intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("almost immediately after being implanted with essure she experience sharp shooting pains in her pelvis"), menometrorrhagia ("menometrorrhagia") and genital haemorrhage ("bleeding") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods would last approximately five days without much cramping or excess blood flow. On (B)(6) 2014, the patient started essure. Soon after insertion procedure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("menstrual periods with painful cramping"), abdominal pain ("abdominal pain"), rash ("rashes"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with surgery (on (B)(6) 2016, total laparoscopic hysterectomy with bilateral salpingectomy) and endometrial ablation and dilation and curettage). Essure was withdrawn. At the time of the report, the pelvic pain, menometrorrhagia, genital haemorrhage and dysmenorrhoea outcome was unknown and the abdominal pain, dyspareunia, rash, alopecia and arthralgia had resolved. The reporter considered pelvic pain, menometrorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, rash, alopecia and arthralgia to be related to essure. The reporter commented: until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the essure device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2015: transabdominal pelvic ultrasound to evaluate her symptoms: no result provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced bleeding (seen as genital bleeding), sharp shooting pains in her pelvis, and menometrorrhagia. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur with consumers under essure use. Thus based on a positive temporal relationship and lack of alternative explanation, the causality for these three reported events was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.